Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a postoperative check following an epicardial left ventricular lead implant procedure, loss of right ventricular capture and a decrease in r-wave amplitude was observed. A chest x-ray was performed and the right ventricular lead positioning appeared normal. Another check later in the day revealed the same results. The right ventricular lead was explanted on (B)(6) 2020. Attempts to implant a new lead were unsuccessful due to the patient's left subclavian vein being obstructed. The physician decided to close the pocket and implant a new lead at a later time. The patient was discharged in stable condition.